Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance testing, and the sensor passed per specifications. Performed bicarbonate buffer test, and the sensor failed with high readings. Also found a bent cannula. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading low and the insulin pump would go into threshold suspend. Two sensors only lasted 3 or 4 days. He also reported that the morning of the call the sensor glucose was high at 185 mg/dl but his blood glucose value was 59 mg/dl. Customer was advised about the recommended insertion process since the sensors were bent. The sensor would be replaced and returned for analysis.